Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The small grasping retractor instrument was analyzed and was found to have a broken pitch cable at the distal end. The broken cable segment that contains the crimp was not installed in the clevis. The complaint was confirmed by failure analysis, which indicates that the device may have contributed to the customer reported issue.

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, the small retractor grasper instrument was broken and the wires by the tip were pulled out. There was no reported injury. Evaluation of the returned device found a broken pitch cable at the distal end. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.